Event description:
Information received by medtronic indicated that customer faced multiple issues. The insulin pump was not accepting the new batteries. The rewind became very slower and louder. Customer also stated that the keypad buttons became very hard to press and less responsive. Insulin pump also received unexpected no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp ¿ . Customer returned insulin pump for alleged keypad unresponsive/button error alarm/no delivery/occlusion alarm/failed battery test alarm/rewind anomaly/cosmetic damage at the lcd screen found on (B)(6) 2022. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no unexpected failed battery test alarm, stuck button error alarm, no delivery/occlusion alarm or rewind anomaly noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No unexpected failed battery test alarm or stuck button error alarm found in the insulin pump history file/trace. No delivery alarm found in the insulin pump history file/trace on (B)(6) 2022 at 16:15:41. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the keypad assembly, electronic assembly, force sensor assembly or motor assembly noted. The force sensor offset measured (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. The connector on electrical board 1 was locked properly during visual inspection. Insulin pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window and cracked select button keypad overlay. Keypad unresponsive/button error alarm/no delivery/occlusion alarm/failed battery test alarm/rewind anomaly not confirmed. Cosmetic damage confirmed at the lcd screen. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.